Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates the dilator tip damaged - found during use.

Event description:
The customer reports: when the doctor went to use the device, the tip was bent. Another device was used with good results.

Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath/dilator assembly for evaluation. Visual and microscopic examination of the dilator tip revealed the tip was folded over and flared out with white discoloration, indicating undue force was applied to the dilator. Biological material was also identified inside the tip. The length and inner and outer diameter of the dilator body were measured and all were found to be within specification. Due to the condition of the returned sampled, the inner and outer diameter of the returned dilator tip could not be measured. The dilator was able to advance in and out of the sheath with no issues. A device history record review was performed with no relevant findings. The instructions-for-use that are packaged with this kit suggest enlarging the cutaneous puncture site with the cutting edge of a scalpel prior to using the tissue dilator to enlarge the site. The customer reported issue of the dilator tip being damaged in use was confirmed during the complaint investigation. The tip of the returned dilator was folded over and flared out with white discoloration , indicating undue force was applied to the dilator. Biological material was identified in the tip. A device history record review was performed , and no relevant findings were identified. Based on the information and sample provided, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this complaint issue.

Event description:
The customer reports: when the doctor went to use the device, the tip was bent. Another device was used with good results.